Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer noted the pump battery was close to depleting. Subsequently, the pump shut down before the customer was able to charge the pump. The customer's blood glucose (bg) level was impacted (305 mg/dl). The customer delivered a bolus via the pump to correct elevated bg level. During troubleshooting with tandem technical support, review of the pump data confirmed that low power alerts and a low power alarm had occurred and had not been addressed by charging the device. Recommendation was made to charge pump more frequently.